Event description:
The physician achieved arteriotomy closure with the closer s 6 fr. Device following a diagnostic procedure in 2002. Five days later it was reported the patient presented to the physician's office with complaints of "redness and discomfort" at the puncture site. Oral keflex was prescribed. The next day, the patient was reported to return to the physician's office with "blood oozing, increased discomfort and a 7.5cm node". The patient was admitted to the hospital and begun on unknown IV antibiotics. A vascular surgeon was consulted. The patient was taken to surgery for a superficial abscess with cellulitis. The site was debrided and serous fluid was drained. The date of the surgery is unknown. Blood cultures were positive for an unspecified bacteria. The patient was discharged home on a 4 week IV antibiotic regime. There were no further reports of adverse patient sequelae.